Manufacturer narrative:
The impacted product was received by the failure analysis lab on july 7, 2020. The investigation of the returned device was completed by the failure analysis lab on july 15, 2020. Device evaluation summary: during the visual evaluation of the device, some bubbles were observed in the gel. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected. Unfortunately, after a thorough analysis we were unable to confirm the reported event.each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female who underwent breast augmentation revision with a 385cc mentor memorygel breast implant experienced left sided rupture post procedure. The patient went to the physician¿s office and received a medical diagnosis for the rupture. As a result, the device was replaced with a 385cc mentor memorygel breast implant.